Manufacturer narrative:
Further information was requested, but not received.

Event description:
It was reported that a patient presented with intermittent capture noted on the patient's implantable cardioverter defibrillator. No intervention was reported. The patient was in unknown condition.

Event description:
New information received notes that the event was noted remotely, the event date was (B)(6)2022, and no adverse consequences were noted due to the malfunction. Corrective programming changes were performed and the device was not explanted. The patient weight was unknown and the physician and healthcare facility for the event was dr baldari of cardiology partners. No additional patient consequences were reported.

Manufacturer narrative:
Additional information: b3: event date should be (B)(6) 2022 additional information: b5: field should include new information of programming changes made and patient condition and remotely noted event and unknown weight. Additional information: d10: therapy dates should be (B)(6) 2022. Additional information: e1: field should include information of physician name and facility address additional information e2: field should be marked "yes" additional information: e3: field should be marked "physician" additional information: g2: field should reflect report source to include health professional and user facility. Additional information: h6: codes should reflect new information of programming changes made and device not returned.

Manufacturer narrative:
Correction: h6: codes should reflect device not being returned.